Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed and the tip electrode was damaged. The proximal conductor was distorted and there was damage at implant.

Event description:
It was reported that at implant attempt the helix of the right ventricular lead exhibited extension/retraction problems. The lead was removed and replaced. No patient complications have been reported as a result of this event.